Event description:
Reportedly, the device would not deliver defibrillator therapy to the pt. An AED was used to deliver defibrillator therapy, with no delay in pt care. Pt outcome was not reported. There was no reported association between the malfunction and pt outcome.